Manufacturer narrative:
Device not returned to manufacturer. No product was returned therefore no device analysis could be completed. The customer provided a photo in which no damage or leaks could be observed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Event description:
It was reported that the tubing is leaking from the luer lock connection which connects to the infusion line. This occurred with 2 devices. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation summary: the affected device and one photo were returned for evaluation. During visual inspection the sample was visually inspected at a distance of 12¿ to 16¿ under normal conditions of illumination to detect any cosmetic issue. Result found in the inspected sample was a crack that was observed at the circuit connector. This could cause leakage. A leak test was performed based on the mp l-70 manufacturing procedure. The unit failed the leak test. The leakage issue was confirmed. No root cause established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.